Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 849 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetes ketoacidosis. Customer was in intensive care unit for 2 to 3 days and then a regular room for a day then went home. Customer was wearing the pump at time of hospitalization. Customer was advised to follow up with healthcare provider concerning high blood glucose. Customer will put new set on.